Event description:
It was reported that during a procedure the users were unable to measure the distal poles on catheter. The cable was replaced. This reported event is not indicative of a reportable event. However, the procedure was delayed for 2 hours while the hospital staff performed troubleshooting. The patient was under general anesthesia during this time. The procedure was completed with a same like product. Patient's major health condition was not provided.

Manufacturer narrative:
(B)(4). It was reported that during a procedure the users were unable to measure the distal poles on catheter. This reported event is not indicative of a reportable event. However the procedure was delayed for 2 hours while the hospital staff performed troubleshooting. The patient was under general anesthesia during this time. System associated with the reported incident was inspected by bwi service engineer. It was found that the cable was causing the issue, and it was resolved by replacing it. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
(B)(4).